Event description:
It was reported that following a gastric procedure, the pt required blood products, but the surgeon was unable to determine where the bleeding occurred with a laparoscopic procedure. The pt is doing fine.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not received a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.